Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that, the original implant date of this subcutaneous implantable cardioverter defibrillator (s-ICD) was permanently lost and replaced with date that device setup was completed. Boston scientific technical services (ts) indicated that this may cause the displayed battery percent remaining to be inaccurately high until below 15-20%. This device remains in service. No adverse patient effects were reported.